Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 6:30am. Per the cca documentation, the patient's mother was not able to specify the blood sugar reading(s) obtained from the subject meter. The mother informed the cca that the patient manages her diabetes with insulin. After the alleged issue began, the mother stated the patient continued to administer her usual dose of 18 units of lantus insulin on (B)(6) 2011 at 12:15am. By 3:30am that morning, the mother indicated the patient's blood sugar tested low that she went into a seizure. According to the mother, emergency medical services (ems) was notified for assistance. The patient's mother indicated the patient was tested by the ems meter with a reading of "61 mg/dl" and was then administered IV glucose. At the time of troubleshooting, the cca noted the mother was not able to specify whether the subject meter's unit of measure was set correctly at the time of testing and the mother was not able to perform a quality control test since she did not have the control solution available . Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims that the patient obtained an inaccurate reading(s) on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp intervention after the alleged meter issue began.